Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. However, the returned valve did not meet the requirements for leak testing due to a tear in the top of the proximal occluder. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ approximately 23.5 cm of the ventricular catheter was returned. It met the requirements for patency and leak testing. Approximately 90 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that when the doctor did the cerebrospinal fluid shunt surgery, during the test before catheterization, they found the valve anti-siphon leaked. According to the report, the device was never implanted, and the patient's status at the time of the report was alive-no injury.